Event description:
It was reported that during a remote follow up, premature battery depletion was suspected on the device. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the physician suspects that the battery depletion was normal. The physician suspects the previous longevity estimation on 08 jun 2022 was due to viewing the session records on the updated merlin net software. Transmissions received on or after 18 june 2022, are accurate longevity estimations and not a malfunction as this indicates merlin net is performing as intended, and not likely to lead to a serious injury as the device elective replacement indicator (eri) alert is unaffected by the field action, and should still be used to facilitate follow up and need for device replacement. There was no allegation on the device. The patient was in stable condition.